Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th jan 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-4030c-07, fastthread biocomposite interference screw 7 x 30 mm, its anchor broke during insertion. This was detected during a knee anterior cruciate ligament reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-4030c-07. There were no patient harm and no secondary procedure needed.